Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. No defects were noted on the cutting edge of the needle. However, there were marks at the edge of the barrel and suture remnant was noted inside the hole. There were no needle defects noted.

Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2013 and suture was used. During the procedure, the needle and suture were separated when sewing subcutaneous tissue. Another like device was used to complete the procedure and no adverse patient consequence were reported.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.